Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received a low battery alert. The customer replaced the battery but pump did not start to work anymore. Customer¿s blood glucose was 14.3 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complained about low battery alert found on event date (B)(6) 2020. Device perform visual inspection and insulin pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, serial number label missing, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to constant critical pump error alarm (open book image). Test reservoir/pcap does not lock properly inside the reservoir tube due to missing retainer. Successfully downloaded history files and traces using thus. Device found pump error 53 alarm at the device history files. (B)(6) 2020 11:17:27.000 faultnumber = software error (53) linenumber = 5632 filenumber = 2005. Expected low battery alarm and power alerts or alarms found in the history files or traces due to moisture damage at the electronic assembly and corroded battery tube. (B)(6) 2020 low battery 1:54:00 pm and 11:25:00 pm change battery. (B)(6) 2020 battery removed 12:02:08 am at 12:03:09 am failed battery at 12:03:16 am, 12:04:39 am battery removed at 12:05:16 am failed battery at 12:05:30 am battery removed. (B)(6) 2020 low battery 8:50:00 am at 10:10:56 am battery removed at 11:04:39 am failed battery at 11:16:18 am battery removed at 11:16:32 am and 11:16:39 am failed battery. Confirmed low battery alarm due to moisture damage at the electronic assembly and corroded battery tube. Device received with critical pump error (open book) and pump error 53 alarm due to software error. Confirmed critical pump error (open book) and pump error 53 alarm noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.